Event description:
It was reported that the foley with a temperature probe indicated temperature 38.8 degrees c at 0800 on (B)(6) and continued to rise reaching up to 42.2 degrees c at 1245. Esophageal temperature probe placed at 1250 to compare readings, which read 33.7 degrees c. Esophageal temperature probe was confirmed for placement via chest x-ray. This patient was treated with ice packs and scheduled tylenol and lorazepam 1 gm IV for presumption of presence of seizures with the high temperature. They were also drawn blood cultures on (B)(6) due to temperatures above 38.3 during that day. Per follow up information received via email on 12nov2025, it was reported that the customer does not have any physical samples, or lot/serial numbers. Customer was unsure of what kind of troubleshooting could be performed on this device. Additionally, once the catheter was placed it was not our practice to save the packaging. Customer do have patient information, but they were unsure what was hospital policy on providing the details to individuals outside of organization for this type of situation. The report that customer have about the patient was almost word-for-word the same information that was given already.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The reported event is addressed within the labeling as it states, visually inspect the product for any imperfections or surface deterioration prior to use. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley with a temperature probe indicated temperature 38.8 degrees c at 0800 on 8/5 and continued to rise reaching up to 42.2 degrees c at 1245. Esophageal temperature probe placed at 1250 to compare readings, which read 33.7 degrees c. Esophageal temperature probe was confirmed for placement via chest x-ray. This patient was treated with ice packs and scheduled tylenol and lorazepam 1 gm IV for presumption of presence of seizures with the high temperature. They were also drawn blood cultures on 8/4 due to temperatures above 38.3 during that day.